Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf. Product code pqf is not currently available.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the receiver displayed error 121. No additional patient or event information is available. The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver data log could not be downloaded and functional testing could not be performed. The reported event of am error icon could not be confirmed. A root cause could not be determined.